Manufacturer narrative:
The date of implant is not known. The age of the patient is unknown. Physician stated "it cannot be ruled out that stenosis was due to kinking of the pulmonary artery rather than patch retraction." Review of manufacturing records did not identify errors, deviations, or changes to the manufacturing process. The instructions for use state "other events associated with bioprosthetic pericardial patches that have been reported in literature have included calcification, haemolysis, flow obstruction, thromboembolisim, endocarditis, pericardial adhesions, inflammation, degeneration of the implants, and clinically significant formation of fibrous tissue". It is believed this event is unrelated to the product.

Event description:
A patient, age unknown, underwent great vessel reconstruction consisting of suture of the pulmonary artery to the pulmonary trunk with anterior augmentation with a cardiocel patch. From the physician "it cannot be ruled out that stenosis was due to kinking of the pulmonary artery rather than patch retraction." On (B)(6) 2022, due to re-stenosis, the patient had to undergo diagnostic tests and intervention. Re-intervention was stent implantation in the left pulmonary artery.